Event description:
The account reported the patient had a vitreous leak following implant of the intraocular lens. The incision was enlarged and the lens was cut out to facilitate performing a vitrectomy. Reporter stated there was nothing wrong with the lens. An alternate lens was placed in the sulcus, the explanted lens was discarded.

Manufacturer narrative:
In follow-up with the account it was confirmed the patient recovered without complication. Information received from the surgery center indicates this is not a product complaint. No further action will be taken. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Iol discarded at surgery center.